Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that charging port pin was pushed found during bench repair service, it was discovered that the charging port had physical damage. There was no patient involvement. No patient or user health consequences or impact occurred.